Event description:
The jetstream g3 was advanced to treat a moderately calcified 6 cm lesion located in the proximal to mid popliteal artery. After 2 mins and 38 seconds of treatment, a slight perforation was noticed. The perforation was treated with 4 balloon inflations and the pt is doing fine.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 sys and is listed as a potential adverse event in the IFU.